Event description:
A customer had cut her finger on the waste chute (diti slide) during daily maintenance while she was drying the waste chute around the cut away section near the bottom of the chute. The operator was wearing gloves at the time. The glove was torn and the customer experienced an open cut on the finger. This injury carries a risk of potential biohazardous exposure.

Manufacturer narrative:
At this point, a customer letter is being written to alert customers to not put their hands inside the waste chute. Secondly, the waste chute fabrication will include all edges to be broken with a 0.2 mm cut at a 45 degree angle. Even though the material specification does include this 45 degree angle, these waste chutes were not fabricated to the edging specification. New waste chutes will be provided to the customers once this fabrication has been actually implemented in the waste chute production.